Event description:
Contrast injected from proximal port of central venous catheter. After completion of the procedure, fluid was noticed coming from the hub of the catheter. The incident is under investigation.